Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to impedance issues. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead had exhibited high out-of-range bipolar pace impedance measurements greater than 3,000 ohms and stored episodes containing noise. Fluroscopic imaging showed no evidence of lead damage. Pacing system analyzer (psa) testing was inconclusive. Venogram revealed left-sided subclavian vessel occlusion. As a result, the physician chose to abandon the left sided devie, and implant a new system on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.